Event description:
It was reported that when using the bd pyxis¿ es server hl7 (health level seven) connection attempt failed, and orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the hl7 connection attempted had failed. A technical support specialist (tss) dialed in to the server and ran the downtime query; the carefusion coordination engine (cce)last sent time was 8:00 am. Tss found that interface lastheartbeat time was current with no delay, and the disconnected flag was set to 0. Tss found that proceeded to restart services and attempted to check the downtime query. Tss advised the customer to verify, and the customer confirmed that all communication between pyxis, medstation, and cce was functioning properly. The system functioned as intended after the technical support specialist investigated the device.